Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a tear in the hose near the muffler. Therefore, the reported condition was confirmed. It was determined that this was due the use of excessive force when pulling on the hose when unplugging and plugging into the foot control device or by pulling the foot control device around by the hose. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, during testing, it was observed that the motor had an air leak and was ¿stalling¿. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.